Event description:
It was reported by service report that the head lift motor was stuck in high height. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Device was evaluated by hospital biomed technician at (B)(6) hosp. Issue was resolved for the customer by sending a replacement cpu.